Manufacturer narrative:
Investigation - evaluation. Investigation into this feedback included. A review of the feedback details, a review of the device history records which indicated the product was manufactured to specifications, and a review of the zenapro hybrid repair device IFU fp0078-01d. Summary of investigation findings: the root cause of the patient's bowel obstruction appears to be related to extensive adhesion formation. The root cause of the adhesions is inconclusive. However, many factors can influence and contribute to adhesion formation including, but not limited to a patient's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, history of prior surgeries, excessive handling of viscera, post-operative activities, and nutrition. Adhesion formation is listed as a potential complication in the IFU. This MDR is related to MDR 1835959-2014-00225.

Event description:
On (B)(6) 2014, dr. (B)(6) implanted a c-hyb-15d and a c-hyb-20x30 with securestrap fixation for repair of a large abdominal hernia. The surgery took place at centennial medical center. The surgery took place at (B)(6) medical center. The c-hyb -15d was placed to cover a previous stoma site that was not closed. The c-hyb-20x30 was placed to cover a swiss cheese like defect which was lateral to the previous stoma site. The two grafts overlapped in one small are. On (B)(6) 2014, post-op day 5, the patient complained of pain. A CT scan performed at 1 week post-op indicated a potential bowel obstruction. On post-op day 12, the patient was admitted to (B)(6) medical center. The patient discharged himself from the hospital against medical advice on that same day. The following day, the patient presented to (B)(6) medical center and was admitted. On (B)(6) 2014 dr (B)(6) reoperated on the patient. Laparoscopic adhesion takedown was attempted by dr. (B)(6). The operation was converted to an open abdominal case reportedly due to the extensiveness of the adhesions. During the operation, dr. (B)(6)'s observation was that the sis had pulled away from the polypropylene mesh. Dr. (B)(6) was able to remove all of the polypropylene mesh, but she was unable to remove the entirety of the sis from the bowel. The patient's acute abdomen resolved and the patient recovered without further incident.